Event description:
It was reported that the patient went to the back doctor "last month" as the patient had "popped" something in their neck. It was reported that the patient's back was hurting beginning "last thursday". The patient reportedly may have popped something the same day her back started to happen. The patient didn't think that she popped her neck "last thursday" when her back was hurting because she had already had an x-ray. The patient reportedly thought that she was "not getting all the morphine". The patient reportedly thought that the catheter was caught between the bone. The patient reportedly was unable to feel it anymore beginning 2014 (B)(6). The patient was scheduled to have the x-ray read on 2014 (B)(6). The pump was infusing morphine.

Manufacturer narrative:
Product ID 8590-1, lot# n245020, implanted: 2010 (B)(6); product type accessory product ID 8703w, lot# l37096, implanted: 1995 (B)(6); product type catheter product ID 8703w, lot# l37096, implanted: 1995 (B)(6); product type catheter. (B)(4).